Event description:
It was reported "after intubation, desaturation is observed and oxygen support is required, the probe is checked and the ruptured balloon is identified". Patient condition reported as "left the hospital on (B)(6). He was stable and with good evolution".

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; therefore, five samples were taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of each device was then inflated to 25mbar with a calibrated endo test meter. The cuffs maintained pressure. The cuffs were then inflated to maximum pressure and no issues were encountered. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "after intubation, desaturation is observed and oxygen support is required, the probe is checked and the ruptured balloon is identified". Patient condition reported as "left the hospital on june 8. He was stable and with good evolution".